Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found the needle to be poorly graduated. The following information was provided by the initial reporter. The customer stated: ¿arterial blood was collected from the patient for testing and the arterial blood collection needle was found to be poorly graduated.¿

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found the needle to be poorly graduated. The following information was provided by the initial reporter. The customer stated: ¿arterial blood was collected from the patient for testing and the arterial blood collection needle was found to be poorly graduated¿.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. E.1. Initial reporter facility name: h3 other text : see h.10.